Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. Approximately 1-inch of the proximal portion of the percutaneous lead was returned. No tears to the outer jacket were identified. Visual inspection of the internal leads did not reveal any discontinuities or shorts. Electrical continuity testing and high potential testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017, a log file was submitted and reviewed by the manufacturer¿s technical services representative, and pump stoppages were observed. This issue appeared to be only occurring while the lvad system was connected to the power module. The patient was asymptomatic. It was reported that a ramp echocardiogram revealed that the pump was not operating as expected. The lvad clinicians suspected a flow obstruction, and the device was exchanged on (B)(6) 2017. It was reported that the patient did well after the exchange and was discharged. No additional information was provided.